Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that the hypoglycemic episode caused her to be in a car accident. The customer's blood glucose dropped from 150 mg/dl to 20 mg/dl. Troubleshooting was performed. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.